Event description:
It was reported that using a femoral artery access approach during a procedure of the femoral artery, the hi-torque connect guide wire was positioned without incident. As an angiographic catheter was to be used the connect guide wire was removed. Outside the anatomy it was noted that pieces of the coating were missing. It was not clarified as to when it occurred or if any of the coating was in the anatomy. A non-abbott guide wire was used to complete the procedure without incident. The final pt outcome was reported as good. There was no reported clinically significant delay in the procedure. No additional info was provided.